Manufacturer narrative:
(B)(4). After battery installation insulin pump gave an unexpected flashing white display followed by an unexpected intermittent beep alarm due to a vertical cracked lcd controller. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the display anomaly. Insulin pump had scratched case, minor scratched lcd window, cracked keypad overlay, broken belt clip rails. No cracked lcd window noted. The insulin pump p cap test reservoir locks in place properly and no anomaly noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had cracked on the screen area. Customer stated the insulin pump had neither been bumped nor dropped. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.